Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection, at the second firing, when attempting to connect the reload to handle, it was connected but unable to open and close the jaws. Then the opening and closing of the jaws were confirmed when the reload was connected to a new handle. The sales rep checked with the doctor, it was said that at the first firing, maybe because the tissue was thick, there was an effect that the handle was under load. And there was no abnormal sound. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.